Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that the catheter was able to properly pull back manually and automatically and the telescope assembly was able to properly pull back, advance, or retract. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2015-02314 and 2134265-2015-02235. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci) procedure, an ilab ultrasound imaging system was used in conjunction with an atlantis sr pro imaging catheter to view unspecified target lesion. However, it was noted that the atlantis sr pro imaging catheter could not perform automatic pullback. The imaging catheter was replaced with another of the same device but the same problem occurred. Subsequently, the motor drive unit (md5) was replaced with a new md5 and the new atlantis sr pro imaging catheter was able to perform pullback and provided a clear image. No patient complications were reported and the patient's status is stable.

Event description:
Same case as 2134265-2015-02314 and 2134265-2015-02235. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci) procedure, an ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro imaging catheter to view unspecified target lesion. However, it was noted that the atlantis¿ sr pro imaging catheter could not perform automatic pullback. The imaging catheter was replaced with another of the same device but the same problem occurred. Subsequently, the motor drive unit (md5) was replaced with a new md5 and the new atlantis¿ sr pro imaging catheter was able to perform pullback and provided a clear image. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).